Manufacturer narrative:
The additional perclose proglide device with a reported issue referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using the pre-close technique, via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly, the knots on the preplaced sutures were advanced, but hemostasis was not fully achieved. Another proglide device was used, however the suture was not captured [cuff miss]. An additional proglide device was used and hemostasis was achieved; however "it became clear that back wall of the external iliac artery was stitched [by the final proglide] and the stenosis of vessel occurred". Ballooning and stenting were performed to treat the occlusion. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.